Manufacturer narrative:
Steris is not the manufacturer of the assurance clip subject of reported event. Steris has notified the manufacturer, ags medtech, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. The device subject of the reported event was returned to the supplier for evaluation. Investigation of this event is still in process, and a follow up will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure they discovered their assurance clip was bent which did not allow it to perform properly. A new assurance clip was used to complete the procedure successfully, but there was a slight procedure delay as user facility personnel had to switch out the devices. No report of injury.

Manufacturer narrative:
The assurance clip subject of the reported event was returned to ags medtech for evaluation. However, the root cause of the event could not be determined. No additional issues have been reported.